Manufacturer narrative:
(B)(4). Batch # m92x0p. The analysis results found that the er320 device was returned in good visual conditions. In addition, the top shrouds were observed to be damaged. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and formed 3 conforming clips, the remaining (B)(4)clips were not properly fed into the jaws causing the clips to be ejected due to the condition of the top shroud. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what may have caused the condition of the damaged top shroud. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device misfired. A second device was pulled to complete the procedure with no patient consequence. There is no further information about the event.